Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a crack between the tube and connector as a result of improper reprocessing. There was no patient involvement.